Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient desired to have improved stimulation coverage from the scs system. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein a new model 3186 octrode lead was added to obtain right sided coverage. It was noted during the procedure, the existing model 3228 paddle lead was unplugged from the patient¿s ipg. However, the paddle lead remains implanted. The patient has effective bilateral coverage post-operative.